Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363904, lot 0061939231) was being used to administer magnesium on an unspecified date. According to the complainant, the prime function was initially used to remove air from the line and the infusion was restarted. However, an air in line alarm reoccurred. Reportedly, the prime function was utilized a total of three (3) times to successfully prime the lines, but the air-in-line alarms continued to recur. At this time, the door was opened, the tubing was removed, inspected, and tapped, to observe and confirm that no air was present in the lines. No bubbles were visible, so the tubing was reloaded, and the infusion was restarted. The alarm reoccurred prompting the use of a new pump set, which allowed for the continuation and successful administration of the medication without any further issues. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This MDR follow- up is being submitted for the correction of h4-h6 and h11. This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample and one photograph was provided for evaluation. Upon evaluation of the photograph, bubbles were noted in the tubing. The reported defect was unable to be confirmed. A possible root cause of air in line alarms may be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.